Event description:
It was reported that bd microlance needle cored the rubber stopper during medication withdrawal. The following information was provided by the initial reporter, translated from german to english: there was feedback that now and then particles remain in vials. In this case it is propofol 1% mct 20ml ® from fresenius. Apparently, the particles are punched out of the rubber stoppers of the bottles. After consultation, bd microlance 3 16g cannulas (item number 300637) are used for withdrawal in the functional area.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
The customer cannot provide a lot/serial number. There has been no patient impact.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Taking into account the preventive measures and controls in place, we believe it is unlikely that this incident resulted from poor or insufficient deburring of the cannula component, causing coring effect. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.